Event description:
It was reported that the 9600 system had an intermittent power issue when the interconnect cable was moved. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo connector, interconnect cable, and the relay cable were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.